Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 1226348-2017-00016. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device ineffective is a known potential event associated with the use of the enterprise device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that procedure technique and device interaction may have contributed to the reported event. No further actions are needed at this time. It was reported that the coil mass was not maintained within the sac post-implantation of an enterprise stent. As reported by (B)(6) study, subject (B)(6) underwent stent assisted coil embolization on (B)(6) 2016. Pre-treatment angiography revealed an anterior circulation un-ruptured aneurysm on right bifurcation of the internal carotid artery. The aneurysm was saccular in shape with the following dimensions: dome height 7.1 mm, dome width 6.1 mm, neck width 5.5 mm and dome to neck ratio of 1.3. The internal diameter of the parent vessel proximal to the aneurysm was 3.8 mm and distal to the aneurysm was 3.5 mm. Jailing technique was used during the procedure and three competitor¿s coils were placed in the aneurysm before the enterprise 2 stent (enf403012/10665780) was placed. There were no intraoperative adverse events. Immediate post-procedure angiography showed that the coil mass was not maintained within the sac, the parent artery was patent and the aneurysm was less than 25% occluded. Raymond class assessment was 3; residual aneurysm. It was reported that with the removal of the microcatheter the end of the coil came down, the physician suggests that this might be due to coil being partially contained within the catheter, not a malfunction of the device. Since the microcatheter was jailed behind the enterprise stent it was assumed that the coil loop was between the stent and the vessel wall. The stent was deployed properly without difficulty and it appeared in good condition. The aneurysm dimensions remained unchanged: dome height 7.1 mm, dome width 6.1 mm, neck width 5.5 mm and dome to neck ratio of 1.3. The internal diameter of the parent vessel proximal to the aneurysm was 3.8 mm and distal to the aneurysm was 3.5 mm. There was no evidence of stenosis or thrombosis; there was no reduction in flow in the parent artery and no movement of stent was seen. Patient was discharged on (B)(6) 2016. The enterprise2 stent remains implanted.

Manufacturer narrative:
(B)(4). Concomitant medical products: penumbra smart coils (quantity: 3); excelsior sl-10 balloon. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
Device malfunction ¿visibility¿ was reported for enterprise study device and it was reported that the coil mass was not maintained within the sac post-operatively. As reported by enterprise ide study, subject (B)(6) underwent stent assisted coil embolization on (B)(6) 2016. Pre-treatment angiography revealed an anterior circulation un-ruptured aneurysm on right bifurcation of the internal carotid artery. The aneurysm was saccular in shape with the following dimensions: dome height 7.1 mm, dome width 6.1 mm, neck width 5.5 mm and dome to neck ratio of 1.3. The internal diameter of the parent vessel proximal to the aneurysm was 3.8 mm and distal to the aneurysm was 3.5 mm. Jailing technique was used during the procedure and three competitor¿s coils were placed in the aneurysm before the enterprise 2 stent (enf403012/10665780) was placed. There were no intraoperative adverse events. Immediate post-procedure angiography showed that the coil mass was not maintained within the sac, the parent artery was patent and the aneurysm was less than 25% occluded. Raymond class assessment was 3; residual aneurysm. It was reported that with the removal of the microcatheter the end of the coil came down, the physician suggests that this might be due to coil being partially contained within the catheter, not a malfunction of the device. Since the microcatheter was jailed behind the enterprise stent it was assumed that the coil loop was between the stent and the vessel wall. The stent was deployed properly without difficulty and it appeared in good condition. The aneurysm dimensions remained unchanged: dome height 7.1 mm, dome width 6.1 mm, neck width 5.5 mm and dome to neck ratio of 1.3. The internal diameter of the parent vessel proximal to the aneurysm was 3.8 mm and distal to the aneurysm was 3.5 mm. There was no evidence of stenosis or thrombosis; there was no reduction in flow in the parent artery and no movement of stent was seen. Patient was discharged on (B)(6) 2016. The enterprise2 stent remains implanted. Device malfunction of ¿visibility¿ was reported and was malfunction date was reported to be (B)(6) 2016. The reported event did not result in an adverse event.